Event description:
It was reported that icentral was configured to "show all monitors", but the yellow alarm "connection to monitor lost" was allegedly not displayed when a bedside monitor unexpectedly disappeared from the network. No patient injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.